Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 01/09/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. The returned pcb00 device was received inside the original package box. The plunger was in advanced position and locked. Scarce amount of viscoelastic residue were observed only in the cartridge tube of the pcb00 device. The cartridge tube was observed broken with a lens stuck. The device was opened and the lens was removed it was observed completely folded. The complaint was verified however, the complaint could be related to the scarce amount of lubricant used which may lead to stuck the lens and broke the cartridge. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a pcb00 preloaded 1-piece device was noticed cracked at the tip during handling, but prior to insertion. There was no patient contact. No additional information was provided.